Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in an endovascular procedure for the treatment of a dissection. It was reported that on the same day post index procedure, the patient suffered from ischemia resulting in prolonged hospitalization. The site assessed the event as not related to he device but as having a causal relationship to the study procedure. Both the cec & investigator assessed the event as related to the device and to the procedure no cause of the event was reported. No additional clinical sequalae were reported.